Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when exams are pushed to the navigation system from pacs, they show up with the incorrect parameters (fov, etc.). The site had another eval navigation system em ent brought in and this system was configured with the same network information as the initial navigation system. Exams show up correctly on the system, however, since configuring the system, the parameters now show up incorrectly. There was no patient present.